Manufacturer narrative:
(B)(4). Retainer ring = black. P-cap / reservoir locks properly into place. Insulin pump¿s history and trace files downloaded successfully using thus software. Insulin pump passed displacement test, active current measurement, and self test. Insulin pump received with unexpected battery power loss and had high sleep current due to moisture damage on pcb 2. After swapping pcb 2 with a test board, unit passed sleep current measurement. The following were noted during visual inspection: minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump showed low battery alert as battery lasts less than a week. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.